Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover (s-cover), switch button 1 (sw1), body (labeled within the device as the "s-body"), and the up/down angulation control knob. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of scope cover packing, water tightness is lost; due to deformation of switch1, water tightness is lost; due to damage on upwards/downwards knob, water tightness is lost; celling plate - plate in the control body unit (cp-plate) has a crack; due to a crack on suction body, water tightness is lost; air/water cylinder has no color; suction cylinder has no color; air/water cylinder has foreign objects; plug unit has a crack; due to dirt on objective lens, the image has a stain; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; image guide protector has a scratch; air/ water-tube has foreign objects; jet tube has foreign objects; distal end cover has a scratch; adhesive around objective lens has discoloration; lens guide lens has a scratch; adhesive around lens guide lens has discoloration; adhesive on bending section cover or distal sheath rubber is detached; connecting tube has a wrinkle; and universal cord has a wrinkle; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, had insufficient angulation. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that the air/water cylinder/tube and jet tube had a foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The device was returned to olympus for evaluation and it was found that the air/water cylinder/tube and jet tube had a whitish foreign material of unknown origin. This report is being submitted to capture the reportable malfunction found during evaluation.